Event description:
Cook (B)(6) reported for a customer, "sometime in (B)(6) 2012, the port and catheter was placed in the right anterior chest." "On (B)(6) 2013, the pt complained of chest pain and disconnection of the catheter from the port was confirmed by x-ray. The catheter was removed and another catheter was connected." Additional info provided on (B)(6) 2013: the catheter had been migrated to the right atrium. Additional procedure was performed and the catheter was removed using a snare inserted from the femoral. The port is still placed in the pt with a new catheter. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Results and conclusions: refer to additional info page 3 for quality engineering eval. (B)(4). Quality engineering observed the returned catheter. No burnishing or wear (each an indicator of the catheter's connector to the port) was noted. One end appeared to have rough edges, but with no additional wear. No burnishing or wear was noted on the returned portion of the catheter, thus no conclusion can be drawn about the catheter's connector to the port.